Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (haemorrhage). (B)(4).

Event description:
Date of the previously reported gi bleed confirmed as (B)(6) 2013.

Event description:
During the index procedure the physician implanted a resolute integrity rx drug-eluting stent in the ramus vessel. Approximately 1 month post index procedure it is reported that the patient suffered from a gi bleed. Investigator assessed that the event was not related to the study device. Patient status is unresolved, continuing without treatment.

Event description:
Approximately 15.5 months post index procedure, the patient was suffering from angina. Patient was treated with placement of a resolute integrity drug-eluting stent in the ramus. Investigator indicated that the reported event was not related to the target vessel. Patient is continuing with treatment.

Event description:
Date of previously reported bleed event provided. It is reported that the patient had discontinued asa due to the bleed. Physician instructed the patient to restart asa as treatment for the bleed.

Event description:
Approximately 22 months post index procedure revascularisation of the lcx was carried out due to stenosis in the lcx. The lcx was treated with balloon angioplasty and placement of non-medtronic stent.